Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant the right ventricular (rv) lead exhibited high thresholds, and had dislodged and migrated through septum to the left ventricle. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.